Event description:
It was reported that the patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). The pump was giving the patient some issues. Had a hard time inflating the device. The pump worked fine when it was exposed outside the body. Could be a result of a capsule that formed around the pump. The pump and cylinders were replaced. Reservoir was left in place. No adverse patient effects.